Manufacturer narrative:
The reported event of failure to remove lead from the device v-connector was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. The original sbp header required extra above normal forces to insert and to remove leads from the connector ports. A header re-design has been implemented to correct this issue.

Event description:
Related manufacturer report number: 2017865-2023-45167. It was reported during generator change out that the pacemaker setscrew was unable to be removed from the header. In attempt to remove the screw, the lead was fractured. The fractured lead was capped and the device was explanted. The patient was stable and asymptomatic.